Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise. The patient had a long-standing history of oversensing. Sensitivity was decreased which resulted in atrial undersensing. P wave amplitude variation was noted. Programming changes were made. The patient was in a stable condition.